Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer was slow to boot up. As a result the hard drive was reconfigured and software was reloaded. It was also noted that the keyboard was missing the "p" key, the right keyboard hinge was broken, the electrocardiogram (ECG) connector was broken, and the power cord was missing. (B)(4).

Event description:
It was reported the programmer is slow to boot up. It was also reported the "p" key and power cord are missing. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.